Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage (laa) depth was 28mm and laa orifice width at widest point was 24mm. During procedure, the left atrial pressure was 6mmhg and 1000ml volume of fluids given. The shape of the appendage was chicken wing. The atrial rhythm recorded at start of procedure was non-sinus rhythm (nsr, the activated clotting levels (act) were 250s-262s and heparin was administered. The amulet was successfully deployed in the laa. On (B)(6) 2025, the patient underwent a 3 month post implant transesophageal echocardiogram (tee) and reported tee to be within the normal limits. On (B)(6) 2025, an email received from independent core lab and identified a device related thrombus (drt) on the device. The shape of the thrombus was laminar with size 9.5mm by 2.4mm and had no mobility. The patient resume the non-vitamin k antagonists oral anticoagulants (noacs) and will undergo a repeat tee in 30-45 days.

Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, cause of the reported patient device interaction problem associated with thrombus could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medications were given. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage (laa) depth was 28mm and laa orifice width at widest point was 24mm. During procedure, the left atrial pressure was 6mmhg and 1000ml volume of fluids given. The shape of the appendage was chicken wing. The atrial rhythm recorded at start of procedure was non-sinus rhythm (nsr, the activated clotting levels (act) were 250s-262s and heparin was administered. The amulet was successfully deployed in the laa. On (B)(6) 2025, the patient underwent a 3 month post implant transesophageal echocardiogram (tee) and reported tee to be within the normal limits. On (B)(6) 2025, an email received from independent core lab and identified a device related thrombus (drt) on the device. The shape of the thrombus was laminar with size 9.5mm by 2.4mm and had no mobility. The patient resume the non-vitamin k antagonists oral anticoagulants (noacs) and will undergo a repeat tee in 30-45 days. On (B)(6) 2025, the patient returned for tee evaluation and it got confirmed there was no thrombus no the device and discontinued eliquis.